Event description:
End user reports that the cannula is bent inside of the inner cap that covers the cannula before use. User states that the cannula appears bent before use.

Manufacturer narrative:
Initial trend analysis for lot 53701 was conducted and production records investigated. No malfunctions were found. This is the only complaint for lot. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that the cannula is bent inside of the inner cap that covers the cannula before use. User states that the cannula appears bent before use.

Manufacturer narrative:
No device was returned for testing. Retained lot number 53701 was investigated. According to the investigation, the cause could not be determined. The cause will be proactivately be improved by conducting case training for any relevant personnel and improvement quality awareness. There is no defect in the product but only improvements to be made in the future.